Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited an alarm for upstream occlusion. The device was checked and there was no obvious occlusion and the clamps were open. During troubleshooting, it was noted that there were air bubbles present in the cassette tubing. The alarm persisted. The pump was powered off. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an inoperable occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.